Event description:
It was reported that pericardial effusion and cardiac tamponade occurred. A left atrial appendage (laa) closure procedure was being performed, and a watchman trusteer access system (was) was selected to be used. During the procedure pericardial effusion developed shortly after transeptal puncture (tsp). The septum was very aneurysmal, and the physician had a tough time advancing the was sheath into the left atrium (la). The pigtail catheter was able to be advanced into the appendage, but an effusion was noted, the patient heart rate increased and the blood pressure decreased significantly. There was no noticeable contrast staining from dye shot. Once the effusion was noted a pericardiocentesis was performed with about 600 ml of bright red fluid drained. The patient vitals immediately stabilized once the fluid was drained and the left ventricle (lv) function was normal. A drain was placed in the patient and was discharged to the intensive care unit (ICU). The patient was discharged and is expected to fully recover.